Event description:
It was reported that the 9600+ system's workstation does not completely boot. The system was hard down. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep replaced the appropriate parts. The system operates as intended.